Event description:
Reporter alleged discrepant blood glucose results of 530mg/dl back toback with a result of 200 mg/dlwhen testing was performed 5 minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.